Manufacturer narrative:
D4: possible lot numbers 6077751 and 6077751. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, during the injection of lidocaine, the radiologist was advancing the needle with little resistance when the needle separated from the orange hub. Per reporter, the needle was still in the patient, but the lidocaine sprayed out with force. Per reporter, one hand was used to inject, and they were able to reconnect and took the needle out of the patient and proceed with the procedure. The technologist stated the lidocaine hit the lower face near the mouth and denied that any got into the mouth or eyes. Medical intervention was required for the employee that had to go to employee health for an evaluation. The outcome of the event was resolved.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.